Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient was taken to the emergency room. No patient symptoms or event details leading up to this point were reported. At the emergency room, the patient¿s cgm was reading 42 mg/dl and the bg was ¿around 600mg/dl¿. The patient was treated with IV fluids. The patient¿s ketone level was also tested; however, the result of this test was not specified. The patient was discharged home after approximately 8 hours. The patient¿s bg meter reading at home (after discharge) was 120 mg/dl and the patient was ¿feeling okay¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient was taken to the ER. No patient symptoms or event details leading up to this point were reported. At the ER, the patient¿s cgm was reading 42 mg/dl and the bg was ¿around 600mg/dl¿. The patient was treated with IV fluids. The patient¿s ketone level was also tested; however, the result of this test was not specified. The patient was discharged home after approximately 8 hours. The patient¿s bg meter reading at home (after discharge) was 120 mg/dl and the patient was ¿feeling okay¿. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.